Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed pacing impedance measurements of greater than 2000 ohms. It was also noted that the device had stored some non-sustained ventricular tachycardia events due to oversensing of noise. It was reported that the patient had entered into hospice; no further follow up was to be performed with the system. There were no adverse patient effects reported. The system remains in service.